Manufacturer narrative:
On march 6, 2019, we received a report of an incident that occurred on (B)(6) 2019, involving a 3-spike disposable set that reportedly leaked during a case. Per the user facility's request, we provided a biohazard bag so the implicated 3-spike set could be returned for investigation, however, it has not been returned. When we requested the lot number of the 3-spike, we were told it could not be provided, as the set was already packed in the biohazard bag. The serial number of the rapid infuser was not provided, but it was reported that the device was functioning normally at the hospital. There is positive pressure within the set, which would prohibit the introduction of foreign materials into the set and protect the patient from receiving compromised fluids. In addition, the patient line is protected by an air detection system distal to the location of the reported leak. It was reported that the disposable set was changed out immediately and infusion continued without issue. There was no patient injury reported. We will follow up with the user facility again to request additional details about the incident. Without further information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Belmont's sales representative received a complaint involving a 3-spike disposable set and relayed the following report: "severely dehydrated and mildly hypothermic patient was receiving warmed, rapid fluids via the belmont rapid infuser. After the first 20 ml/kg bolus of ns, the rn noticed that the fluid was leaking inside the pump, from the tubing. The patient may have received compromised fluids during the first bolus. The tubing was changed out immediately. The second bolus infused without issue once the tubing was changed."